Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness, a seizure, and hit her head. The cgm reading would have been inaccurately high, and the insulin pump would have administered insulin based on this. An ambulance was called and the patient was brought to the hospital. The patient was treated with sugar (route unknown). When a fingerstick was taken, most likely after treatment, the cgm reading was 230 mg/dl, and the blood glucose reading was 160 mg/dl. No further treatment was reported to be needed and after 6 hours the patient was discharged. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.